Manufacturer narrative:
The pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratches on display window noted. The pump was unable to confirm broken belt clip due to pump received without belt clip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was broken at the reservoir compartment. The customer states the o-ring came out. The customer's blood glucose level was unknown. The customer's levels had been as low as 39mg/dl. The customer treated with glucose tablet. The customer's most current level was 109mg/dl. The customer was advised the pump would be replaced and returned for analysis.